Manufacturer narrative:
(B)(4)

Event description:
It was reported "the proximal tubing of the central line, close to the patient, kinked. Noradrenaline was being administered, which caused arterial hypotension for a time. After a few minutes, the syringe pump started beeping. After investigating, we realised when handling the catheter that it was kinked. When we un-kinked it, a bolus of nad was administered, with severe hypertension." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the proximal tubing of the central line, close to the patient, kinked. Noradrenaline was being administered, which caused arterial hypotension for a time. After a few minutes, the syringe pump started beeping. After investigating, we realised when handling the catheter that it was kinked. When we un-kinked it, a bolus of nad was administered, with severe hypertension." The patient's current condition is reported as "unknown".